Manufacturer narrative:
September 01, 2015 10:24 am (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire in the jaws separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws. The heater wire was flexed away from the hot jaw and remained attached. Based on the condition of the device as returned, the reported complaint was confirmed for "bent/detached heater wire." A fir will not be issued at this time. No evidence that a manufacturing defect caused or contributed to the confirmed failure was discovered during the investigation.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire in the jaws separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.